Event description:
It was reported the patient ((B)(6)) suddenly lost stimulation. The patient did not report any accidents or other trauma to the scs system which could have caused the issue. The lead did not migrate. Diagnostics revealed multiple invalid contacts. The lead was explanted and replaced with a new one at the same location. The patient reported satisfactory stimulation postoperative.

Manufacturer narrative:
Results: microscopic inspection of the lead revealed a kink with all internal wires broken. The report of invalid impedance was confirmed. The fractured wires are consistent with an over stress condition the lead was subjected to while implanted in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.